Event description:
A surgery technician reported that when the surgeon started phaco, the eye turned while around the incision during a cataract procedure. The surgeon said it was a slight corneal burn. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).